Event description:
It was reported a patient's atrial lead presented with p-wave amplitude variation, high capture threshold, and low pacing impedance. The lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.